Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving an alert 65 (audio over under current) on the ilet device. The user restarted the device per guidance, and the alert cleared upon reboot and then returned. No symptoms, external assistance, or medical intervention occurred. No blood glucose impact was reported, and no further assistance was requested. The issue was resolved by sending a replacement device to the patient.